Event description:
The article, "percutaneous left atrial appendage occluders can impair pulmonary vein isolation by pulsed field ablation", was reviewed. The article presented a multicenter, retrospective study on the feasibility of pulsed field ablation (pfa) with a single-shot device for pulmonary vein isolation (pvi) after percutaneous left atrial appendage occlusion (laao). Devices included in the study were amplatzer amulet, amplatzer cardiac plug, watchman, and lambre. The article concluded that in the study, no periprocedural complications occurred because of electric interference with interruption of pfa delivery. [The primary and corresponding author was ardan saguner, department of cardiology, university heart center, university hospital zurich, r¿amistrasse 100, 8091 zurich, switzerland, with corresponding e-mail address: ardansaguner@gmail.com]. The time frame of the study was from august 2021 to july 2023. A total of 17 patients were included in the study, of which at least 70.6% received an abbott device (70.6% reported with amplatzer amulet but number not reported for amplatzer cardiac plug). The average age was 71.8 years and the majority gender was male. Comorbidities included paroxysmal atrial fibrillation.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including paroxysmal atrial fibrillation. Complications reported included obstruction/occlusion; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: percutaneous left atrial appendage occluders can impair pulmonary vein isolation by pulsed field ablation.